Event description:
It was reported by the user facility that an unk drill heated up during use and a burn occurred. The customer could not confirm if it was the doctor or the pt who was burned. At the time of reporting the severity and treatment of the burn was unk.

Manufacturer narrative:
The unk drill was not received by the MFR for testing/eval, and the alleged condition of the unk drill burning the pt or dr was not confirmed.